Manufacturer narrative:
(B)(4). After a follow up, the issue was not able to be duplicated. A full acceptance test plan (atp) has been successfully performed to the system since no error has been encountered on the system. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during the ablation, the tip of the catheter temperature reached 50 degrees while the maximum power delivered was 12 watts. The physician stopped ablation and tested irrigation and stated that there was a problem with the irrigation function of the catheter. The catheter was changed with a new catheter and procedure was completed without any patient consequence. Upon follow up regarding the temperature issue, bwi received the information on (B)(4) 2012 (which changed the alert date) that showed the generator malfunctioned and the temperature cut-off did not work making this event a reportable event. The stockert was used in a power control mode. This information was not mentioned in the initial complaint.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. The concomitant product: ez steer thermocool nav 4mm, model # d-1292-05-s, lot # 15542576m. (B)(4).